Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to identify the nature of the brown foreign matter from the information obtained. However, its characteristic elements are similar to organic silicone, silicates, and hydroxides. It was not possible to identify the cause of the foreign material, or the root cause of why it remained in the device. The event can be detected/prevented by following the instructions for use which state: gif-hq290i IFU operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope _3.8 inspection of the endoscopic system¿, operation manual ¿reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, crystallization was found in the gastrointestinal videoscope's forceps channel. There was no patient involved.